Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. D4 and g5 are unknown. No product information has been provided to date. Lot number 4329160 was provided in event description.

Event description:
It was reported that both pump exhibited a no cassette no disposable clamp tubing alarm. Patient disconnected cassette from pump and reconnected it and it wouldn't run and then connected cassette to back up pump and got same error.patient did not have a cassette already mixed so she had to mix a cassette to replace faulty cassette. Patient experienced hot flashes and dizziness after about 2 minutes of not getting medication due to cassette issue. Patient was able to resume infusion and reported no issues at time of call. No patient injury was reported.

Manufacturer narrative:
No lot number was provided; therefore, device history record review could not be performed. No product sample nor photos were received; therefore, visual and functional testing could not be performed. The reported issue could not be confirmed. If the product is returned, the manufacturer will reopen this complaint for further investigation. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4).